Manufacturer narrative:
H11: the device was received for evaluation with a mini cap attached and twist clamp in closed position. A visual inspection was performed and a separation between the female connector and main body was observed. Leak testing was performed and no issues were observed. Clear passage testing was performed and no flow was observed. Clamp function was unable to be performed due to no flow/ stuck tubing. The reported separation was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. The reported no flow was verified. The cause of the no flow was due to stuck tubing. Although the root cause of the stuck tubing was undetermined, the sample was returned with the twist clamp in closed position. A possible cause of no flow issue related to the stuck tubing could be due to the twist clamp left in the closed position for an extended period. This could cause the silicone tubing between the occluder legs to become stuck together. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The patient snapped it back in place. This occurred during use of the device for peritoneal dialysis therapy. There was missed therapy greater than (72) hours. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.